Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg, on (B)(6) 2010. The patient reported an irritating, burning sensation at his ipg pocket. The patient is working with his physician to investigate the issue. According to the MFR's device registration system, the ipg remains implanted. No further pt complications were reported.